Event description:
It was reported that an infusor lv10 device had a cracked coiled cap. This was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The cause was determined to be a manufacturing issue, as there was a human error prior to assembly of the stress member and cap subassembly. In order to address this issue, awareness training has been performed for the personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation; however, the evaluation is not yet completed. Visual inspection observed a circular crack on the top area of the purple coiled cap. The initial investigation confirmed the reported crack condition. Should additional relevant information become available, a supplemental report will be submitted.